Event description:
It was reported to covidien in 2009, that a customer had an issue with a spinal needle. Customer reports that the needle separated from the hub.

Manufacturer narrative:
Submit date: 01/21/2009. An investigation is currently underway. Upon completion, the results will be forwarded.